Event description:
Following use of magnet, the pt has experienced constant pain in the base of neck when pt lies down. Device diagnostic testing resulted in high lead impedance (dc-dc code 7 and limit), indicating possible device malfunction. Lead break is suspected.